Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports while taking a ticket from a mall parking lot, they experienced electric shock. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports while taking a ticket from a mall parking lot, they experienced electric shock. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and the sensor plug is not fully seated and no issues were observed. Customer complained that an electric shock was happened only with the returned sensor. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. A further extended investigation was conducted because customer reported electric shock while wearing the returned sensor. Performed an internal visual inspection on the de-cased returned sensor puck and the sensor¿s pcba (printed circuit board assembly). No evidence of burn marks, electric shock or fire were observed. The initial scan was reviewed and the sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor battery voltage measurement was within specification which was confirmed the functionality of the returned sensor. Performed source measurement unit (smu) test to confirm the functionality of the returned sensor. Smu test was passed within specification. Additionally, a poise voltage test was conducted, and the voltage was measured within the yielding results specification. Without any anomaly, the returned sensor was intact. Produced voltage of the returned sensor's battery was insufficient to produce an electric shock. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.